Event description:
It was reported that the battery voltage was fluctuating on both programmer interrogations and carelink checks, with readings of 2.54 v and 2.69 v. Review of device data showed that the battery never dropped below 2.92 v. It was further reported that the device reached elective replacement indicator early due to high battery impedance. The patient felt poorly while in vvi 65 mode, so the device was reprogrammed until it was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage was fluctuating on both programmer interrogations and carelink checks, with readings of 2.54 v and 2.69 v. Review of device data showed that the battery never dropped below 2.92 v. It was further reported that the device reached elective replacement indicator early due to high battery impedance. The patient felt poorly while in vvi 65 mode, so the device was reprogrammed until it was explanted and replaced. No further patient complications have been reported as a result of this event. The patient further reported having horrible palpitations.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4) upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the recall and has tested consistent with the recall. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2009 the battery voltage with telemetry was 2.78v and the daily measurement was 2.93v. This is within expected limits.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the recall and has tested consistent with the recall. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2009 the battery voltage with telemetry was 2.78v and the daily measurement was 2.93v. This is within expected limits.

Event description:
It was reported that the battery voltage was fluctuating on both programmer interrogations and carelink checks, with readings of 2.54 v and 2.69 v. Review of device data showed that the battery never dropped below 2.92 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009 the battery voltage with telemetry was 2.78v and the daily measurement was 2.93v. This is within expected limits.